Event description:
It was reported that patient presented into clinic after receiving inappropriate atp and hv therapy for svt. Post-paced t-wave oversensing was also noted. Reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.